Event description:
It was reported that the patient had a lead revision where the patient went from a percutaneous lead to a surgical lead. No further information was available regarding the revision.

Manufacturer narrative:
Concomitant products: product ID 377775, lot # v004485, implanted: (B)(6) 2006, product type lead; product ID 355029, lot # n060883, implanted: (B)(6) 2006, product type accessory; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger. (B)(4).